Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). Based on the information provided by the user facility, the carefusion technical support specialist determined that the most likely root cause in this event was a faulty gas delivery engine (gde). On (B)(4) 2014 a replacement gas delivery engine was sent to the user facility for their biomed to repair and return this device to an in use condition. Carefusion issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of (B)(4) 2014 the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "The customer is requesting replacement gde indicating on check off the unit's primary audible is not present. No patient issues reported biomed was doing check and noted issue."